Manufacturer narrative:
(B)(4). Chalmers et al. (2014). "Early dislocation after reverse total shoulder arthroplasty" journal of shoulder and elbow surgery. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The following sections could not be completed with the limited information provided. Initial reporter - the article was written by peter n chalmers, zain rahman, anthony a romeo and gregory p nicholson. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It is reported that one (1) patient had grade three (3) inferior scapular notching following implantation of shoulder prostheses. Patient outcome is unknown. Attempts have been made, and additional information on the reported event is unavailable.